Manufacturer narrative:
The microsensor (826633 ID) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - upon receipt of complaint, it was verified that all components were present in a plastic bag including the split trocar, vent needle, stylet, and icp sensor assembly with the ventricular catheter. No damage observed initially upon receipt of the complaint unit in question. Ventricular catheter did not contain any surface damages that could potentially cause a leak. Icp sensor was found without any damage that would impact its functionality. The threads of all connectors were examined and were found to be in good condition with no warped threads that could¿ve been caused by over tightening. The complaint unit was determined to be in good condition upon receipt. A functional leak test was performed on the ventricular catheter using a known good unit of an external drainage collection bag. Female luer of the adaptor was able to connect with the drainage bag and fully tighten with no issues encountered. The blue cap where the sensor is connected was able to fully tighten to the adaptor with no issue. And the male white connector from the catheter was also able to connect to the adaptor as intended. During the leak test, zero water leakage was observed from the adaptor and through the catheter assembly. Other than through the external drainage slits as intended. Root cause analysis - per the complaint background, leur-fitting could not be fixed, csf leaking. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the evaluation performed and the risk documentation, the likely root cause is user mishandling or misunderstanding of use.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3014334038-2024-00106; 3014334038-2024-00108. A facility reported a leur fitting of the microsensor (ID 826633) that could not be fixed and there was a minimal cerebrospinal fluid (csf) leakage. The physician replaced it with two new ID 826633 from the same lot number, but the problem remains the same. The physician had to replace it with a fourth device of the same product ID but with a different lot number to finish the procedure. The issue was detected before the implantation site closure, and it led to a 20-minute surgical delay. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).